Event description:
Falsely elevated troponin I results were obtained on 4 patient's samples. The results were reported to the physician. The samples were retested and negative results were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin results was a clogged hm probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a clogged hm probe. The malfunction was resolved after the customer corrected the problem with guidance from a siemens healthcare diagnostics inc technical solutions center representative. The instrument is performing within specification.